Event description:
It was reported, that this left ventricular (lv) lead exhibited high thresholds. There was undersensing of atrial fibrillation on the lv lead. However, no pacing inhibition was observed. Boston scientific technical services discussed programming options. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).